Event description:
Nicu team was called to a crash section for a 24 week gestation pre-term infant. While in (operating room two) or2 for the delivery, the radiant warmer had a catastrophic failure rendering the warmer useless. In an emergent situation where delivery is imminent, equipment needs to function properly. FDA safety report ID # (B)(4).